Manufacturer narrative:
Complaint no: (B)(4). The information was received from a nurse via the patient support program (patients retention program (B)(6)). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes and not reported). On an unreported date the patient was retrained on proper aseptic technique and one day after peritonitis onset, extraneal and physioneal therapies were discontinued and the patient began treatment with hemodialysis. On an unreported date the patient recovered from the peritonitis event. No additional information is available.